Event description:
A distributor in finland reported that a user received alarm 20, confirmed through the pump history, during the loading process. There was no information available regarding the customer's blood glucose level at the time of the event. As a resolution, the pump was replaced under warranty, and the customer was informed of this replacement requirement. The customer declined to share information about their backup insulin therapy and was instructed to return the faulty pump using a provided pre-paid label and box.